Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that are yielding discrepant results in the ed using multiple analyzers. On (B)(6) 2011 19:56, result: 0.09 ng/ml. On (B)(6) 2011 20:14, result 0.00 ng/ml. On (B)(6) 2011 20:35, result: 0.0 (unknown due to illegible print on customer information received). The suspected discrepant result was released to the physician. Sample was run in the main lab. On (B)(6) 2011 20:11, result: 0.01 ng/ml. Based on the information available at the time, there were no injuries associated with this event.